Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the battery later jumped to 100%. The customer¿s blood glucose level was 188 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-39198.